Manufacturer narrative:
Product ID: 8703w, lot# l42133, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that the patient lost 40 pounds over the last 2.5 months and the pump was extremely noticeable. The patient was concerned about the pump flipping because it was rotating. The patient could see a 1 inch side protruding rather than the flat, round surface. The patient stated ¿it hasn¿t totally flipped over.¿ the patient was to see a healthcare provider (hcp) at the end of (B)(6) 2012. The device system was used to deliver clonidine, baclofen and dilaudid.